Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible with isometric testing. All other electrical measurements were in range. No intervention was performed and the patient would continue to be monitored.